Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed that the noise morphology appeared consistent with diaphragmatic oversensing, which generally is related to lead position. Rv lead measurements were normal and stable. The patient had a good intrinsic rhythm, therefore, pacing inhibition was not occurring. No inappropriate tachycardia therapy was delivered as all stored episodes were nonsustained ventricular tachycardia events. Programming options were also reviewed. Further information has been received that approximately eight months after the above reported event, this ICD was explanted due to normal battery depletion. The (B)(4) laboratory received this device back for analysis, and initial investigation revealed a possible product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. Analysis was unable to confirm the field allegations of oversensing and noise.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.